Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the lead was damaged at implant. All conductors were distorted. There was blood/body fluid on the proximal conductor (not obstructed) and the distal conductor (not obstructed). The outer insulation was kinked/buckled. The analyst noted that when attempting to pull back the guidewire, it's coating became ensnared with the distal conductor. This caused a distortion of the filars. It appears, based on the color of the coating that remains in the distal coil, that a competitor guidewire was used.

Event description:
It was reported that during the implant attempt the guidewire would not come out of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.